Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt for an unrelated issue. During servicing, a reportable event was found. The belt failed the incoming insulation resistance test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a cut in the trunk cable, which damaged the internal wires. The cause for the insulation resistance test failure is the damaged trunk cable wires. The cause for the damaged wires is the cut in the trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.